Manufacturer narrative:
Date not provided by reporter, occurred approximately (B) (6) 2009. No device returned for examination. Cook biotech believes that the wrong device was used for this specific application. The device used was vacuum pressed material. Cook biotech recommends use of lyophilized material labeled for hiatal hernia repair for this application. The device used is not precut to shape. Animal studies confirm that vacuum pressed material is sub-optimal for this procedure. Proper notch configuration of the recommended device should minimize possible constricture of the esophagus. Additionally: the closure of the crura may have been too tight. The fundus may have been wrapped too tightly. The device may not have been cut correctly by the surgeon. Inadequate suturing of the device may have caused possible constricture of the esophagus. Cook biotech recommended filing an MDR because application of the wrong device may have contributed to the outcome.

Event description:
Dr (B) (6) did a reoperation for hiatal hernia repair. She used a 20x20 piece of surgisis hernia graft cut down to approximately the size and shape of our hiatal hernia graft about 2 months ago. The patient now has issues with food backing up and is in quite a bit of pain. Dr (B) (6) thinks that the hiatus is scarred down and the opening has closed significantly. The patient is now under a gi's care, he plans to put a stent in.